Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited poor sensing and the threshold was too large in multiple locations. It was found that it was difficult to screw the lead into the myocardium. The lead was removed and it was found that there was a lot of fibrous tissue at the tip. After removing the tissue, fixation was attempted again, but it still could not be fixed. The lead was removed again and it was found that the tip was a little deformed. There was a prolonged operation time. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.